Manufacturer narrative:
(B)(4). There is no complaint of a patient death related to a medtronic product in this event, therefore no additional supplemental regulatory reports will be submitted for this event

Event description:
Additional information was received from a company representative. To his knowledge there had only been one patient passing away after an MRI (magnetic resonance imaging) at the facility and the pump implanted at the time of that event was from a different manufacturer (see manufacturer reference number: (B)(4)).

Manufacturer narrative:
The exact date of death is unknown. (B)(4).

Event description:
Information was received from a consumer regarding an unknown patient receiving an unknown drug at an unknown rate via an implanted pump for an unknown indication for use. The patient got an MRI (magnetic resonance imaging), the pump ¿dispersed,¿ and the patient died. Additional information has been requested regarding patient and device identifying information, the diagnosis for use of the infusion system, location where the patient passed away, date of the patient¿s death, any autopsy or toxicology results if available, the cause of the patient¿s death, any associated symptoms, and details surrounding what lead up to the patient¿s death, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The patient¿s medical history and concomitant medications were not provided.